Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The excised part of the mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior and posterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, during the procedure, cystoscopy showed poor outflow from the right ureter. The right first arm was pulled out and urine outflow was confirmed after replacement of the arm. The procedure was then completed using this device. On the next day, an echo examination was performed and hydronephrosis was confirmed. The right first and second mesh arms were excised under general anesthesia, and the hydronephrosis quickly disappeared. At the moment, elevation of the anterior vaginal wall is good.